Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that scope communication error codes (e216 and e217) were displayed while using an olympus colonovideoscope. There was no patient injury reported.